Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power up with ac power source. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would not power up with ac power source. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The power supply (eos) assembly was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The removed eos assembly was returned to stryker product analysis center (pac) for further evaluation and it was determined that the root cause of the reported issue was a blown fuse in the eos assembly.